Event description:
It was reported the device stopped working/paused every 5 - 10 minutes. Follow-up information received found that the device was connected to a patient at the time, but there were no patient complications reported.

Event description:
It was reported the device stopped working/paused every 5 - 10 minutes. Follow-up information received found that the device was connected to a patient at the time and there were no patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the customer complaint could not be confirmed.